Event description:
It was reported that the image on the 6600 system had a "shadow." There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The collimator was found to be pushed in beyond its stops and showing the edge of the collimator in the image. Centered and secured collimator. The system was tested and found to be working as intended and placed back into svc.